Event description:
New information received indicated that low, out of range pacing lead impedance was observed again. The issue could not be reproduced. The patient will be followed-up in three months. The patient condition is good.

Event description:
It was reported the patient presented in the hospital after receiving a vibration alert. Low, out of range, pacing lead impedance was observed. The measurements were in normal range during in-clinic testing. The patient will return for another follow-up. The patient condition is good.